Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient underwent a surgical procedure on (B)(6) 2011 and a boston scientific uphold was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that on (B)(6) 2011 the patient underwent surgery for repair of enterocele, vaginal vault suspension with mesh (boston scientific), anterior repair with mesh (boston scientific) and cystourethroscopy due to recurrent cystocele.(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with repair of enterocele and cystourethroscopy due to recurrent rectocele and cystocele plus vaginal vault prolapse.

Manufacturer narrative:
It has been reported that following insertion the patient experienced recurrent urinary tract infection, urinary hesitation, urinary urgency and urinary retention. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced recurrent urinary tract infection, urinary hesitation, urinary urgency and urinary retention.